Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k112697, k112701, k141521.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the peripheral artery. An 8.0 x40, 135cm charger was selected for use in angioplasty. However, during inflation, it was noted that the balloon burst. The procedure was completed with this device. There were no patient complications as a result of this event.